Event description:
It was reported that the remote monitor battery was corroded and battery acid was leaking. The monitor is being returned and replaced. No patient complications have been reported as a result of this event. It was further reported that the monitor has been returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sedr01 ipg (B)(6) 2010. (B)(4).

Event description:
It was reported that the remote monitor battery was corroded and battery acid was leaking. The monitor is being returned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis on the monitor was performed. Visual inspection found corrosion in the battery compartment and battery terminal. The corrosion prevented the monitor from powering up but it did not impact the unit from testing. The monitor passed the full debug mode test which was verified. Additionally, there was contamination of the battery compartment and the top and bottom housing. The final analysis conclusion of battery compartment corrosion failure was determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.